Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile, lot #73b1600319 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The skin stapler does not work. The first two staples came off as they should but afterwards the staples got stuck. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35 w non-sterile for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with the trigger partially engaged. The staples appeared to be slightly misaligned. No other defects or anomalies were observed. The stapler was received with 35 staples left in the cartridge indicating that 0 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, one properly formed staple was deployed. Upon release of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Although the staples appeared slightly misaligned before functional testing began, the stapler self-corrected the staples and worked with no problems. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "stuck in stapler" could not be confirmed based upon the sample received. Upon visual inspection, the staples appeared to be slightly misaligned. However, it did not cause an issue with the returned stapler as all the staples in the coverblock were able to form and release properly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The skin stapler does not work. The first two staples came off as they should but afterwards the staples got stuck. The patient's condition was reported as fine.